Event description:
A persistent audible alarm with a black screen was reported, and the pump could not be reset or turned off. There was no reported impact on the customer¿s blood glucose level. No additional information was provided.